Event description:
Additional information received from the manufacturing representative reported that the issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. Product ID 3037, product type: programmer, patient. (B)(4).

Event description:
A company representative reported a por (power on reset) was seen on the patient programmer. It was indicated the patient just had ins (implantable neurostimulator) implanted on the day of the report. When they interrogated the ins and they noted por had occurred. No patient symptoms or harm were reported. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent